Event description:
It was reported that an integrated apd set w/cassette leaked. This was observed during a dwell stage of automated peritoneal dialysis (apd) at home therapy. The leak was identified at ¿the connection point between the transfer set and end creamy white portion of the cassette¿s patient line¿. This was further described as after disconnecting they "closely examined the area and noticed the white connection end of the patient line appeared to have two bubbles and a bend¿. The following day, the patient was given prophylactic antibiotics as a precautionary measure. There was no allegation against the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: seventeen (17) samples were received for evaluation; one (1) opened (dry) sample with caps on all connectors indicating the set was not used and sixteen (16) companion samples. A visual inspection with the naked eye and magnification noted a slight extrusion at the heat seal bead at the patient connector. The extrusion observed was part of the heat seal operation and is not a defect (no impact to functionality). Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.